Event description:
The patient was due for a trach change; the caregiver was unable to deflate the cuff or remove the device. The paramedics were called to transport the patient to the ER where they removed and replaced the device. The patient has no adverse sequelae.

Manufacturer narrative:
(B) (4). Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.